Event description:
Per surgeon the da vinci robot instrument used during surgery was dull and not performing. Operating room team reported no injury occurred to patient. Instrument was removed, tagged and failure form completed by operating room team. Instrument was sequestered and sent to spd for instrument failure process. Instrument will be returned to manufacturer.